Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information will be requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The following other devices were added to this report after initial MDR report was submitted: triathlon asym patella a32x10; cat# 5551l320; lot# ldp578. Tri ts baseplate size 3; cat# 5521-b-300; lot# jhxad. Triathlon cr x3 tibial insert; cat# 5530-g-311; lot# mmnlak. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dbv005. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dku029. Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had total knee implanted on (B)(6) 2014 on her left side. Patient hears clicking sound from her knee. She has a little bit of swelling on her knee.

Event description:
Patient had total knee implanted on (B)(6) 2014 on her left side. Patient hears clicking sound from her knee. She has a little bit of swelling on her knee.